Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected alarms during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarms (line number 0 file number 2 ). Unable to determine the root cause. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.